Manufacturer narrative:
The pump was received with the operating currents within specification and passed the full functional testing, including the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms were noted. A water filled reservoir was used during the testing and no air bubbles anomaly was noted. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's diabetes educator reported via phone call that the customer was hospitalized due to trauma; the incident involved a horse but she was not on the horse. The diabetes educator stated that the patient's a1c has been high and that she was admitted to the ICU to bring her blood glucose down. The patient's blood glucose was in the 360 mg/dl range; however, her blood glucose was also as high as 430 mg/dl. The patient was treated with insulin drip and her blood glucose decreased to 271 mg/dl. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. However, there were elongated bubbles in the tubing near the insulin pump. The customer was able to prime without incident, but when her infusion set cannula was inspected it was bent. Further troubleshooting was declined. The insulin pump will be returned and replaced as the customer desired a replacement device.